Event description:
The manufacturer received information alleging an oxygen leak in ventilator. There was no harm or injury reported. During the evaluation of the device at a third party service center, the customer's complaint was confirmed. The device's oxygen blending module and oxygen fitting were replaced to address the issue